Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for adhesions and stiffness. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022. (Right knee). Treatment: closed reduction/manipulation.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.